Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps froze and the customer had the use a release key. The procedure was completed with no reports of patient injury.